Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to another device (ultra2). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 11:00 am. The patient reported obtaining a blood glucose reading of ¿154 mg/dl¿ with the subject meter which was ¿40 points higher¿ than the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that he manages his diabetes with self-adjusted doses of humalog insulin (10 units morning, lunch and dinner) and lantus insulin (40 units morning and night). In response to the alleged issue, the patient claimed he took an additional 10 units of humalog insulin. The patient reported that an unknown time after the alleged issue began he developed symptom of feeling ¿shaky¿. There was no indication the patient received any medical intervention as a result of the alleged issue. The patient claimed his blood glucose was tested on another device (ultra2) at an unspecified time on (B)(6) 2106 but was unable to provide the result obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell within the specified control solution range. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom that meets lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.